Manufacturer narrative:
(B)(4). No serial/lot number was provided. Therefore, no manufacturing date is available.

Event description:
It was reported that a patient was cannulated with a tracheostomy tube and placed on a ventilator. Thirty minutes later a leak was found as the ventilator began to alarm. The patient was recannulated with another device, without any reported harm. The amount of pressure used to inflate the cuff is unknown. There were no patient anatomical anomalies. There is no report of death or serious injury associated with this event.